Event description:
It was reported via repair work order that the head left caster was damaged causing difficult to move the bed and nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.